Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was referred to another territory and the implantable neurostimulator (ins) replacement was completed. The replacement date was (B)(6) 2024.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-mar-07: information was received from a patient (pt) regarding an external device. The caller had a damaged desktop charger (dtc) cord. An email was sent to repair to replace the desktop charger. Pt said they needed a new recharger because it would not charge or turn on. During call pt noticed the dtc black box was split open. On (B)(6) 2024:  patient called back and stated that the last time they had charged the implant was late (B)(6), and then it shut off three days later and stopped working. Patient stated it took them a while to get a hold of an agent to get the equipment ordered, and they finally received it last week. Patient noted that they think the implant needs to be restarted because they can't get it to work or charge. Patient noted that they have a lot of pain in their left leg and every time they move a sharp pain shoots up from the hip joint into their body. Patient also noted they have pain around where the implant is, and their hands are swollen. Patient stated they don't know what to do because their managing doctor is no longer in their network. Patient stated they tried calling the number on their card and they told them to just go to the hospital. Agent had patient attempt to connect to the implant with the programmer, but patient was seeing the poor communication message. Agent sent an email to the field on patient's behalf requesting assistance. Agent also emailed patient physician listings. On 2024-mar-25: additional information was received from the patient. They reported that their implant was not working and had pain on their left side. Pt stated they spoke with a manufacturer representative (rep) who said implant needed to be replaced. Pt stated they are going to urgent care because they are in so much pain. Caller is nurse from ER who is working with pt. Patient indicates their spinal cord stimulator (scs) system isn't working but it's unclear what this means. Pt indicates they met with a rep this week and pt was told by rep that their ins needed to be replaced. Reviewed that the ins should last until 2026 due to 9-year battery life but the pt referred to what the rep told them, that the ins needed to be replaced. Pt said the rep read and reprogrammed their system during their visit. Pt is having a return of symptoms and complains of terrible pain. Pt calling in now because they were told to and thought that the manufacturer could provide input into what medications they would need to control their pain until they can get a referral to get their ins replaced. Agent spoke with nurse again and clarified that they were planning on replacing the pt's ins and that the pt needed support for their pain until that could occur but that the manufacturer couldn't provide any input on drugs to use to control the pt's current pain.

Manufacturer narrative:
Continuation of d10: product ID: 37761, lot#serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the ins was in over discharge. Patient does not have a pcp nor pain physician so they were unable to meet at a location. Patient stated they met the rep in person which never happened. The rep attempted to have two different surgical practices take patient on for replacement but insurance prevented the out of network preop visit. The rep was able to have a pain clinic take patient on for replacement; ins replacement is planned.